Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended device replacement. Subsequently, this pacemaker was explanted and replaced with another device. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.